Manufacturer narrative:
Lead model 3777-75, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; lead model 3777-75, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4).

Event description:
Additional information received noted that the manufacturer's representative had not seen the patient in several months. Last the representative was aware, the healthcare professional took an xray and had recommended a revision. The patient had an outstanding balance with the surgeon and was unable to see the patient until the balance was paid.

Event description:
It was reported that the patient experienced a shocking or jolting sensation while stimulation was turned on and had 'coupling or communication' issues. An implantable neurostimulator over discharge was suspected. It was stated that the patient's non-compliance for recharging was the reason for overdischarge. The last time the patient felt any stimulation was 2 to 6 months ago. Follow up information received indicated that the patient's device did not work and that her physician would not see her due to financial reasons. If additional information becomes available, a follow up report will be sent.